Event description:
The vad coordinator reported that the power module showed a yellow wrench alarm. The battery way replaced, but the alarm continued. A 14v power module pt cable was returned for investigation. During the investigation of the products, it was discovered that the 14v power module pt cable had inner conductor breakdown which caused a red heart alarm and stopped the pump when the cable was maneuvered.

Manufacturer narrative:
The reported event of the pt experienced a yellow wrench alarm on the power module while being supported by the returned 14v power module pt cable was confirmed. Visual inspection of the returned 14v pt cable revealed tears in the outer jacket of the 18-foot section of the cable that connects to the power module, the white power lead, and the black power lead. The outer jacket of the black power lead and white power leads was removed. Examination of the underlying wires found that the braided shield beneath the insulation was partially disrupted. The examination of the wires within the 18 ft section of the cable revealed a breach in the insulation of the internal wire representing the power line. This breach in the wire insulation allowed the inner conductors to short to the braided shield, which resulted in the red heart alarms on the system controller, yellow wrench on the power module, and interruption in pump function. The breach in the insulation appeared to be related to fatigue due to repetitive flexing during use. The power module and ac power cord were functionally tested with the use of the equipment in our lab and both were found to function as intended. No further info is available. The manufacturer is closing its file on this event.